Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device or lead related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates that there are no allegations from the health care professional that would indicate that the death was device or lead related.